Event description:
On (B)(6) 2021 a patient underwent a an anterior cervical discectomy procedure on unknown levels of the spine. On a unknown date it was discovered during a routine follow up that a implanted screw advanced through the canted coil locking mechanism of an implanted plate and into the vertebral body. The patient is asymptomatic and no adverse consequences were reported. A revision occurred on september (B)(6) 2021 where the device was removed and replaced.

Manufacturer narrative:
No product was returned as the explanted devices were disposed of at the facility and no radiographs could be provided confirming the device failure. No additional information could be obtained. A root cannot be determined at this time however a review of the event report suggest screw placement was off centered resulting in plate contact screw damage as a suggested cause of contributor. No additional investigation required. "...potential adverse events and complications... As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery, include... Bending, fracture or loosening of implant component(s)¿ loss of fixation..." "...warnings, cautions and precautions...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. The physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system..." "...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Discarded at facility